Event description:
Pt underwent laparascopic gastric by-pass and cholecystectomy. Bovie spatula cautery was noted to arc during procedure. Pt sustained 1 cm x .5 cm burn on skin of right lower quadrant. Dr performed procedure. Insulation compromised, approx 4" from end where it connects to bovie, about 1/8" visible metal, caused an arc which burned pt. Pt recovered. Skin was excised and repaired. Risk manager has product in possession and unable to verify part number. Surgery was prolonged long enough to obtain another instrument, -short amount of time (less than 5 minutes).